Event description:
It was reported that a device was used during a hemorrhoidectomy. The device incompletely fired, resulting in an incomplete donut and incomplete staple line. After firing the surgeon noted that the knife blade was bent. Case was completed with hand suture and excision of hemorrhoids.